Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2025. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that there was a hair in the packaging of a 650 cc mentor memorygel breast implant prior to a procedure. There were no patient consequences.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and material evaluation of the returned device visual analysis of the returned device determined that a hair was observed inside the sealed termoform, the hair was measured with a calibrated rule and the size was approximately 3 cm, the hair was inside the sealed thermoform of the smooth uhp 650cc breast implant. Additional investigation was performed to identify the chemical composition of the hair and the results from infrared spectroscopy indicate that the foreign material displays an infrared spectrum characteristic of biological-based materials, specifically resembling that of human hair due to its morphological features. The identification and characterization of the hair observed was compared to an existing toxicology report. The assessment concluded that the identified material, will not alter the biocompatibility profile of the finished product. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Mentor has established procedures to ensure environmental controls are maintained, which are intended to reduce potential contaminants, particulate and/or foreign matter. Based on the evaluation performed related to the foreign matter (hair) reported, it is concluded that implant was manufactured according to established procedures and controls. However, since the package was confirmed by the complaint team to have been received sealed with the hair inside, this product complaint is being considered manufacturing related. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance manufacturer¿s reference number: (B)(4).